Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process and that a minimum fill notification occurred. Customer¿s blood glucose level was 170 mg/dl. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.